Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). All information associated with this event was submitted to the bloodline manufacturer. According to the manufacturer investigation, the blood tubing set was not returned for evaluation, however pictures were provided. They completed an engineering technical report (locksite detachment analysis) and the potential root cause was determined to be lack of solvent on the set. A review of the device history records for sl-2000m2095 from lot a2100120 was performed and indicated that there were no non-conformances, deviations, or exceptions during the manufacturing process of this lot related to the reported issue and all testing and product inspections were documented in compliance. According with their complaint history review, there were recurrent non-conformances for this product in the last year. The manufacturer created a quality alert to notify their personnel of the failure mode reported by the customer and updated their visual standard to reinforce the training and awareness of the personnel on the correct method of solvent application and risks when not correctly carrying out their operation on the sets. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 2. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: event 2 the arterial line separated during setup. No patient injuries were reported.